Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested on the meter, resulting as 3.2 inr. At an unknown time, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting as 2.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The customer's product was requested for investigation. Relevant retention test strips (lot 294945) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The correct laboratory value has been confirmed as 2.1 inr, not 2.0 inr.

Manufacturer narrative:
The patient's meter serial number (B)(4) was returned for investigation. The returned meter was measured with master lot strips using quaity control material. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.